Event description:
Woke up in pain. Went to (B)(6) hospital ((B)(6)). Diagnosed with peritonitis, heart rate dropping, pb high. Admitted doctors tried to treat with medicine. Too severe. Catheter removed (B)(6). Hemo stent inserted. Released from (B)(6) (B)(6) 2014. On (B)(6) 2014, severe diarrhea. On (B)(6) 2014, bp 65/52, back to (B)(6) hospital. Admitted to ccmu. A-fib, prolonged qt interval, chronic contact dermatitis, septic shock, small bowel obstruction (partial) tui - elevated inr. Very sick - tube in nose to pump out bacteria. Release (B)(6) 2014.